Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the patient's implantable cardioverter defibrillator (ICD) wold display high impedance values for the high voltage connections of the lead. Disconnecting the lead and reconnecting did not change the results. The values were lower when implanted versus out of the body but did not match that of the replaced device. Another device was used and the impedance values were as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.